Event description:
Reporter alleged the blood glucose monitoring device was not working correctly and took it to a clinic. It was reported device generated a result of 600mg/dl which is outside the reading range of the meter. No treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent.